Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2218-50, serial: (B)(6). Batch: 7104172 , upn: m365sc2218500, UDI: (B)(4). Product family: scs-linear leads, model: sc-2218-50, serial: (B)(6), batch: 7103435, upn: m365sc2218500, UDI: (B)(4).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement and spinal cord stimulator (scs) lead repositioning procedure due to an unknown reason. The patient was doing well postoperatively and the explanted devices were disposed by the facility. No further information has been obtained.